Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the customer reported 'downstream occlusion' which was not reproduced. The device passed downstream occlusion testing. A review of the event history log identified downstream occlusion messages which verifies the reported issue but no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.